Event description:
Physician decided to switch from a right sided introduction to a left sided introduction, due to a stenotic hypogastric that was not previously appreciated during the initial CT. Coiled the left hypogastric. A type I endoleak was noted on the contralateral side. A main body extension was placed distal to the contralateral leg because of the length of the two stents in the device. Physician also wanted to have control of the trigger wire, allowing for a controlled release. Endoleak did persist at the final angiogram, but physician was unable to determine the origin of the leak. Possibly a type ii endoleak. Physician will monitor the patient by CT before discharge. Follow-up with physician confirmed that the endoleak had resolved.